Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018, she experienced dizziness and "not feeling well¿ and self-presented to the emergency room (ER). At the ER, a reading between 286-400 mg/dl was obtained on the hospital device and customer was injected with 5 units of insulin (type unknown). Customer indicated her glucose "went down to 40 something after 30 minutes that the insulin was administered" and she did not remain in the hospital overnight. Five days later, customer saw her doctor and in addition to her normal medication, tradjenta 5mg, she was prescribed jardiance (empagliflozin) 10mg oral medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a lot number has not been provided for freestyle strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. As a lot number was not provided for the freestyle strips, dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed, and the DHR review showed not there were no issues identified that could have led to the complaint. Clinical data was reviewed for freestyle/omni strips and confirmed that continue to be safe, effective, and perform as intended in the field. Stability data for freestyle/omni strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend was reviewed for the freestyle strips and reported complaint and no tripped trends were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. D4 (model number) was inadvertently omitted from the initial MDR report. E1 (middle name) was incorrectly documented with the customers address. (Address 1) has been updated. (PMA/510(k) #) has also been updated as it was also incorrectly documented in the initial report.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018, she experienced dizziness and "not feeling well¿ and self-presented to the emergency room (ER). At the ER, a reading between 286-400 mg/dl was obtained on the hospital device and customer was injected with 5 units of insulin (type unknown). Customer indicated her glucose "went down to 40 something after 30 minutes that the insulin was administered" and she did not remain in the hospital overnight. Five days later, customer saw her doctor and in addition to her normal medication, tradjenta 5mg, she was prescribed jardiance (empagliflozin) 10mg oral medication. There was no report of death or permanent injury associated with this event.